Event description:
On (B)(6) 2013, a patient was implanted with four gore excluder aaa endoprostheses for an abdominal aortic aneurysm. The physician attempted to pull the sheath back and reportedly pulled the partially deployed device from the contralateral leg gate, creating a gap between the contralateral leg component and the trunk-ipsilateral leg component while covering the left hypogastric artery. The physician then retracted the sheath and fully deployed the contralateral leg component, and then bridged the gap with another contralateral leg component. Final angiography showed patency of the right hypogastric artery with no further issues. The patient tolerated the procedure.

Manufacturer narrative:
Results code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.